Event description:
At the end of a surgical procedure on the shoulder, an area on the right thigh was noted to be burned where the electrosurgical dispersive electrode had been placed. The burned area was excised and sutured and dressed.